Event description:
A device report from (B)(6) indicates pt status post mandible plate implantation on an unknown date and after rubber traction for the jaw joint (B)(6) 2011 reported after he had dinner the plate was broken on (B)(6) 2011. It was also reported pt felt something wrong on the jaw joint on (B)(6) 2011 after dinner. It was discovered the plate was broken.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned.